Manufacturer narrative:
G4: 01apr2020. B4: 03apr2020. The manufacture service technician replaced the front bezel to resolve the reported issue. A front bezel assembly was returned for analysis. An investigation was performed and the visual inspection of the navigation ring internal structure revealed no evidence of damage or contamination. Could not verify customer complaint, no fault was found on testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19feb2020.

Event description:
The customer reported nav (navigation) ring failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.